Manufacturer narrative:
The reported event of r wave amp variation was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, decreased sensing was noted while attempting to position the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue being monitored.